Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient would experience unintended nerve stimulation down their leg when moving their leg while therapy was enabled. In turn, the patient stopped recharging the device according to manufacturer recommendations, deeming it inoperable. A manufacturer representative interrogated the system and confirmed that it is unable to communicate with external devices. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.